Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call needle anomaly. Customer advised they had 3 sensors from the same box which did not have an electrode. Customer was advised replacement sensors will be sent out.